Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the costumer's allegation was not confirmed. The device evaluation found no new reportable findings. Based on the results of the investigation, a definitive root cause could not be determined. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head showed a poor image quality. There were no reports of patient harm.